Event description:
It was reported that there were air bubbles in the reservoir. No blood glucose reading was given. Nothing further was reported.

Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.